Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was failure to follow instructions- problems traced to the user not following the manufacturer's instructions due to usage problem identified- problems that occurred related to the actions of a healthcare professional, patient, or other device user. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited distal end (c-body) has missing adhesive (ke45) forceps cover, and the objective lens and light guide lens has missing glue around the lens,. There was no patient involvement.